Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with pain. The patient was noted to have peyronie's and the physician stated the ipp was oversized. The device was explanted and replaced with a more accurately sized device. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of pain is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with pain. The patient was noted to have peyronie's and the physician stated the ipp was oversized. The device was explanted and replaced with a more accurately sized device. No further patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The allegations of pain, patient problem/medical problem, and size incorrect for patient were defined in the product risk documentation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The reported patient symptoms of pain and patient problem/medical problem are known risk associated with this device type and indicated as such in the instructions for use.